Event description:
On (B)(6), the reporter contacted animas, alleging a display issue. The reporter stated that the screen was unreadable. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/04/2015 with the following findings: a battery cap was not returned with the pump for investigation; test battery cap was used to complete the investigation. On investigation, the display screen was found to be dim and discolored. The display screen was noted to be readable.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.